Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s pre-op was a nightmare. They had to give her a higher level of anesthetic because of her tolerance that she had and the way her body metabolized medication. The healthcare provider (hcp) did the best they could to get it straight but she remembered being woken up and the manufacturer¿s representative (rep) asking the patient if she felt it now. The patient was extremely upset because she was afraid that she would go through what she went through prior to implant when she would get epidurals where she would only feel it on one leg or down the side of one leg (patient stated she was upset because it actually did feel this way during the implant surgery). It was noted they got it set and put her back to sleep. After surgery when she woke up she was in pain and was given dilaudid. Her blood pressure was taken and it was 70/40 (the patient¿s blood pressure did run low sometimes), then they came back about an hour and a half later and it was 50/32. The patient stated it was scary and she couldn¿t sleep or rest because she was terrified and wasn¿t getting any of her anxiety medications. The car ride home was a nightmare; if she hit a bump the patient would get shocked so she turned it off. She turned it back on when she got home but when she laid down she was hysterical from the pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.